Event description:
Dsir went into delivery failure [device misuse]. Oxygen desaturation [oxygen saturation decreased]. Mean blood pressure decreased from 50 range to low 40 range [blood pressure decreased]. Case description: this initial serious spontaneous report was received on (B)(4) 2013 from a respiratory therapist (rt) in the united states who called ikaria customer care to report she was having problems with two dsir devices and wanted technical support. Technical support subsequently spoke with the rt. Additional follow up information was obtained on (B)(4) 2013 and is included in this report. Relevant medical history/comorbidities: full term male neonate born on (B)(6) 2013 with persistent pulmonary hypertension of the newborn (pphn). Concomitant medications include vasopressors (non-specified). The patient was on inomax for pphn at 20 ppm (parts per million) via inomax dsir (B)(4) (start date of therapy not provided). The neonate was concurrently on bunnell jet ventilation with the following settings: rate 420, peak inspiratory pressure (pip) 34 cm h2o, positive end-expiratory pressure (peep) 8 cm h2o and fractional inspired oxygen concentration (fio2) 26%. The patient's baseline oxygen saturation (spo2) while on inomax was greater than 95% and his mean blood pressure was in the 50 mmhg range. On (B)(6) 2013, an rt called technical support and explained that a few minutes after the patient was suctioned and placed back on the ventilator and inomax dsir ((B)(4)), the device alarmed delivery failure with a red x appearing on the monitor. The rt stated she did not have time to troubleshoot the device, so she immediately switched it out with a second device ((B)(4)). During the switch out, the neonate began to desaturate with sop2 in the low 70's; his mean blood pressure decreased to the low 40's mmhg. The rt increased the patient's fio2 to 100% while switching out devices but did not use the inoblender. According to the rt, the patient was on vasopressors which were increased when the mean blood pressure began to fall. The patient was placed on a second dsir ((B)(4)) at 20 ppm. Within 2 minutes, the second device alarmed failed no2 sensor. The failed no2 sensor alarm does not interrupt or prevent the delivery of inomax. The patient continued to receive inomax at 20 ppm and remained stable while the rt trouble shot the device. Since the rt was unable to correct the problem after 20 minutes of troubleshooting, the second dsir was switched out with a third dsir (serial number not provided) which worked as intended. The neonate was gradually weaned down to an fio2 in the 30% range. As of (B)(6) 2013, the rt reported the infant was stable and being weaned off of inomax. After device #1 (dsir (B)(4)) was removed from service, another rt trouble shot the unit and found it in working order. Both dsir (B)(4) (device #1) and dsir (B)(4) (device #2) were returned to ikaria for inspection. In the rt's opinion, the events of oxygen desaturation and decrease in mean blood pressure were serious in nature. She feels the oxygen desaturation was probably related to the delivery failure of the first dsir (B)(4); the decrease in mean blood pressure was assessed as possibly related to the first device delivery failure. There was no delivery failure or impact to the patient due to the second device's no2 alarm.

Manufacturer narrative:
On (B)(4) 2013, a respiratory therapist (rt) reported to ikaria technical service that inomax dsir # (B)(4) went into delivery failure after patient was put back on device following suctioning. ((B)(4)). Evaluation summary: the first inomax dsir ((B)(4)) was returned for service investigation. Examination of the service log revealed a delivery failure due to high no concentration after suctioning the patient as reported by the user. At a time after this first device had been switched with the second inomax dsir, the log also indicated that the first device was turned on but failed to start up completely. The log indicated that this was due to the proportional valve not closing completely during the device checks that are automatically performed during the start-up sequence of the device. The log indicated that after this start-up failure, the device was turned on again by the user and this time passed the start-up checks successfully. The user then successfully performed the pre-use checkout procedure on the device which is consistent with the account from the rt that troubleshooting was performed on the device after the delivery failure on the patient and the device was found to be in working order. The no flow reported in the log at the time of the delivery failure indicated a very low no flow consistent with proper functioning of the proportional valve. As a result, it was determined that the proportional valve did not contribute to the delivery failure of the device while being used on the patient. Even though the device started up normally during the service investigation, the proportional valve was replaced as a preventive measure. The device was then functionally tested and the device passed all tests in accordance with specifications. It is known that failure to put the bunnell life pulse ventilator in standby mode prior to suctioning of a patient can cause a delivery failure due to high residual no concentration in the ventilator circuit after the ventilator is put back on the patient. The device labeling includes a warning instructing users to put the bunnell life pulse ventilator in standby mode prior to suctioning of a patient. Multiple attempts were made to contact the rt to determine if the ventilator was put in standby during this event but the rt did not respond to these information requests. However, since the device was found to function normally by the rt when troubleshooting the device after the delivery failure and the fact that the service investigation did not reveal any device issues that could have contributed to the delivery failure, the most likely root cause of this issue is a use error where the bunnell life pulse ventilator was not put in standby prior to suctioning of the patient. It should be noted that at the time of the delivery failure of the inomax dsir, the rt did not initiate use of the inoblender backup device as indicated in the device labeling. This backup device is intended to help prevent this type of incident in the event of failure of the primary delivery device. The no2 cell failure on the second inomax dsir device ((B)(4)), did not cause a delivery failure and did not result in any impact to the patient but it was also returned for service investigation. Examination of the service log confirmed the no2 cell failure reported by the rt, so the no2 cell was replaced. The device was functionally tested and the device passed all tests in accordance with specifications.